Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿swelling, pain, limitation in right arm movements and rupture on right side,"decrease in breast projection," and "change of shape." Device has been explanted and replaced.

Event description:
Healthcare professional reported ¿swelling, pain, limitation in right arm movements and rupture on right side,"decrease in breast projection," and "change of shape." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Edema: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles on the surface of the shell. No further actions are required as the device was implanted.